Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: int urogynecol j. 2013; 24: 287¿294. Doi: 10.1007/s00192-012-1830-z. [(B)(4)].

Event description:
It was reported via journal article: "title: perioperative experience of pelvic organ prolapse repair with the prolift® and elevate® vaginal mesh procedures". Authors: gregory p. Mclennan & larry t. Sirls & kim a. Killinger & dmitriy nikolavsky & judith a. Boura & melissa c. Fischer & kenneth m. Peters. Citation: int urogynecol j. 2013; 24: 287¿294. Doi: 10.1007/s00192-012-1830-z. The authors compared the operative and immediate postoperative experience of the trocar-based gynecare prolift mesh (ethicon) and non-trocar-based elevate® techniques used to repair vaginal prolapse. A total of 143 patients (mean age: 67 ± 10; bmi: 27.7 ± 5.6) underwent the prolift procedures and 77 patients (mean age: 68 ± 10; bmi: 26.7 ± 5.0 underwent the elevate procedure. Over time, the authors modified the anterior prolift procedure to correct both anterior and apical compartments with 4 trocar passes instead of 6. A single anterior prolift mesh is anchored by the 2 apical mesh arms placed through ischio-rectal fossa trocar passes to the sacrospinous ligament (ssl), the 2 distal mesh arms are placed through transobturator passes to the arcus tendineus, instead of the traditionally described 4 transobturator passes to the arcus tendineus and 2 ischio-rectal fossa passes to the ssl. The patients were divided into 4 groups according to the compartment repaired. Group 1 were single mesh 2 compartment anterior/apical repair to ssl without hysterectomy, group 2 were single mesh 2-compartment anterior/apical repair to ssl with concurrent hysterectomy, group 3 were single-mesh posterior compartment repair to ssl, and group 4 were 3 compartment anterior/apical/posterior mesh repair to ssl. In the prolift technique group 1, reported complications included urinary tract infection (n-21) and voiding dysfunction (n-4) which required catheter reinsertion. In the prolift technique group 2, reported complications included urinary tract infection (n-8), voiding dysfunction (n-1) which required catheter reinsertion, and pelvic hematoma (n-1). In the prolift technique group 3, reported complications included urinary tract infection (n-6) and pelvic hematoma (n-1). In the prolift technique group 4, reported complications included urinary tract infection (n-13), voiding dysfunction (n-3) which required catheter reinsertion, and pelvic hematoma (n-2). The operative and postoperative experiences were similar between groups; however, elevate anterior/apical repairs had shorter los, which might reflect more aggressive discharge planning. There were no bowel or major vascular injuries, and the prolift trocar bladder injuries did not alter the surgical procedure.